Event description:
While treating a patient for acute stroke, the physician was advancing a penumbra system reperfusion catheter 054 over a penumbra system reperfusion catheter 032 with a wire. As the physician tried to remove the wire, it became stuck inside the 032 catheter. The physician removed the 032 catheter with the wire, and got a new 032 catheter and wire. There was no patient injury.

Manufacturer narrative:
Device investigation: results: a guide wire of unknown origin was returned inside the catheter. The most distal segment (0 to 12 cm from the tip) is flattened. There are intermittent kinks between 12 cm and 22 cm and the catheter is flattened between 44.2 and 46.5 cm. A 0.032" mandrel was introduced into the hub and advanced distally. Progress was smooth until the tip of the mandrel reached 46.5 cm from the distal tip where forward motion stopped. The catheter is non-functional. Conclusion: the immobilization of the guide wire inside the catheter noted in the complaint is confirmed. The cause of this immobilization was the flattening of large sections of the catheter. The complaint description states that the 032 catheter was used coaxially with a 054 catheter which was not returned for evaluation. Without the return of the 054 catheter, it is not possible to determine the cause of the flattening.